Manufacturer narrative:
(B)(4). Date sent: 9/17/2021. D4: batch # 251a42. H2: additional information received: a user facility medwatch was received. See attached user facility medwatch. Customer also reported the following additional information: the ligaclip fired off but did not compress at all, stayed completely open, meaning the bleeding was not stopped. A second ligaclip applier was opened with the same lot # and it (second ligaclip applier) worked. Investigation summary: the er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining nine clips were ejected due to the condition of the jaws. Finally, the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be due to the device being closed over an existing hard object or clip, placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. Please reference the instructions for use for more information. It should also be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a bilateral salpingo- oophorectomy procedure, the clips don¿t close and stay wide open. The procedure was completed with a like device and with no patient consequences.